Manufacturer narrative:
(B)(4). The pouch device was received with the support arms detached from the push pull rod. The suture and the bag were not returned. During evaluation the support arm pin was noted missing, leading the support arms got detached from the push pull rod. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the metal bands fell out when the device was removed from the abdomen. The bands fell into the patient, but were retrieved. The case was completed without use of another device. No patient consequences were reported.